Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had an unspecified cartridge issue. A cartridge change was performed to address the issue and resumed insulin delivery. The customer's blood glucose level was 175 mg/dl,